Manufacturer narrative:
The initial MDR 2432235-2017-00060 was filed on (B)(6) 2017. Additional information (B)(6) 2017): the siemens headquarters support center (hsc) reviewed the event. Hsc did not find any reagent or method issues. Hsc confirmed the customer's quality control (qc) and patient results drifted. The cause of the discordant calcium 2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens' customer care center (ccc) specialist. The customer stated their quality control (qc) and patient results were unstable. After daily maintenance, their qc was in range. Siemens is investigating the event.

Event description:
A discordant calcium 2 result was obtained on a patient sample on an advia 1800 instrument. The initial result was reported out to the physician(s), which was questioned. The same sample was repeated on the same instrument, resulting lower. A corrected report was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium 2 result.